Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. Lawsuit alleges presence of fluid and thickened hypertrophic posterior capsule during revision. The cup, modular head and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01652 & 01695/1696).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2010, for unknown reason. The cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, dysfunction, loss of range of motion, swelling, damage to surrounding bone and tissue, and lack of mobility. Lawsuit alleges presence of fluid and thickened hypertrophic posterior capsule during revision. A review of invoice history confirmed the surgery dates and that the acetabular cup, modular head and taper adapter were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information was received in patient medical records. Revision operative report dated (B)(6) 2010 note the presence of a thick, fibrotic dense scar tissue with a thickened capsular formation, hypertrophic pseudocapsule, and clear fluid. The acetabular cup, modular head and taper adapter were removed and replaced.